Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and loss of capture was noted on the left ventricular channel. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.